Manufacturer narrative:
Results: the ace68 was ovalized approximately 107.5, 109.5, 110.5, and 111.5 cm from the hub. The distal shaft of the ace68 was stretched approximately 118.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed ovalization along the distal shaft. If the ace68 is forcefully gripped or pinched during insertion, damage such as ovalization may occur. Further evaluation of the returned ace68 revealed that the distal shaft was deformed. If the ace68 was retracted against resistance, damage such as a stretch may occur. During functional testing, the ace68 was advanced through a demonstration neuron max with resistance due to the ovalizations on the ace68. No other devices associated with the complaint were returned for evaluation. Therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and an 8f non-penumbra balloon guide catheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the ace68 through the 8f balloon guide catheter; therefore, the ace68 was removed. Upon removal, it was noticed that the distal end of the ace68 was damaged. The procedure was completed using a new ace68 and the same 8f balloon guide catheter. There was no report of an adverse effect to the patient.